Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Retrieved error logs and attached to work order. Found frame grabber not ready error on (B)(6) 2014. The imaging system passed the system checkout and was found to be fully functional. Rebooting the system after issue occurred resolved the reported issue. - no parts were replaced. - no parts have been received by manufacturer for analysis. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A radiologic technologist (rt) reported the imaging system had experiencing unusual behavior. Two times when the rt tried to move the unit by squeezing the drive handle, nothing happened. They rebooted to resolved the issue. One time she had the imaging system booted up and went to the 3d screen on the pendant to select an orientation, and the system unprompted said "shutting down" this took more than 5 minutes so she did a hard reboot and reseated the umbilical and the system was then able to be sent to an operating room for use and functioned normally. There was no patient present when this issue was identified.